Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, there was post-operative bleeding at the staple line. During the initial procedure buttressing was not used. There were no apparent issues with the device during the procedure and the device was discarded.